Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with the reservoir. Customer also stated higher than normal blood glucose level, treated with manual injections. Customer's current blood glucose was 200 mg/dl. Customer reported the insulin pump alarmed "no delivery" during bolus or basals and sometimes during manual prime. Troubleshooting was performed. Plunger and pcap were correct. Insulin did exit during manual prime. Customer was advised it might be a site issue, cannula was not bent. Customer changed entire set. No further information reported.